Event description:
A 22mm diameter x 13mm diameter x 13.5cm length aneurx bifurcated stent graft & its components were inserted for endovascular treatment of an abdominal aortic aneurysm in pt in 2001. It was reported that pt had a very long aortic neck, which was extremely calcified and tight. Pt had a history of severe coronary artery disease & recent coronary artery bypass graft surgery. The pt presented weeks after bypass surgery with an aortic aneurysm with severe aortic & iliac artery occlusive disease. Physician stated that pt was found to be a suitable candidate for endovascular repair. Pt was taken to operating room & prepped & draped accordingly. Physician began bilateral femoral sheath placement. Physician noted that anterior wall of common femoral artery was very diseased. Physician advanced guide wires through needle stick on right & left sides. Wires were noted to coil in aneurysm. Physician was required to manipulate guide wires into suprarenal aorta using a guide catheter. Physician stated that given pt's occlusive disease it would be difficult to pass 21 french device through a sheath & thought that the most likely way was to pass device "bare". Physician prepared by taking appropriate measurements with an ivus (intravascular ultrasound) catheter. Diameter measured approx 19mm to level just above aorta to where it increased to 20mm. There was a segment in the native aorta, which had a maximum diameter of about 11mm; this was clearly above aortic aneurysm. Aneurx bifurcated stent graft was then inserted on right & passed over a lunderquist extra stiff guide wire. Physician stated that he met some resistance at aortic bifurcation but he was able to advance delivery system above renal arteries. On the left a 16 french sheath was passed over a lunderquist extra stiff guide wire. Sheath was advanced with moderate resistance due to occlusive disease of the iliacs into level of terminal aorta. Phyician then deployed device approx 1cm above renal arteries. Stent graft was then fully deployed into right iliac artery. Because of pt's anatomy, physician stated that he felt that accessing contralateral pant leg would best be served using a "pretzel" technique. Contralateral pant leg was oriented toward pt's right. After deploying device, it was noted that pant leg did not open at all. Physician stated it was occluded due to very narrow segment in aorta. Physician attempted manipulation of various guide wires via left femoral sheath & could not access pant leg. Physician then elected to use contralateral approach; however, guide wire could not be manipulated through contralateral pant leg. A coronary 0.014 guide wire was used to pass out into a short area in contralateral pant leg. Physician advanced coronary guide wire through contralateral pant leg into 16 french sheath, which came out left femoral. With guide wire up and over bifurcation, physician attempted to balloon angioplasty the contralateral pant leg open for better access. Because physician could not identify any type of catheter which would pass through the occluded contralateral pant leg, a coronary balloon angioplasty catheter was used & sequentially dilated up a short segment to point where eventually a 4 french catheter was inserted into contralateral pant leg. Physician could not get a peripheral angioplasty balloon through region. Physician attempted to dilate pant leg open using 16 french obturator. Again, physician stated that he had performed significant manipulation of aorta and pt transiently became hypotensive; therefore, physician inserted a balloon occlusive device into intrarenal aorta. Physician decided to access right brachial artery in a standard fashion. A 6 french sheath was placed & a guide wire was then manipulated through pant leg from above. It was snared in the left artery and pulled out 16 french sheath. Again, physician tried to pass simple sheaths over this region & continued to hang up right at very distal end of the contralateral pant leg. After several attempts at various ballon angioplasties, the physician was able to sequentially dilate up the contralateral pant leg using various angioplasty balloons. Contralateral balloon angioplasty was used to support the contralateral limb and avoid impingement. As the physician removed the balloons and attempted to pass the 16 french sheath, the pant leg would immediately collapse down and prevent being able to pass through it. The physician eventually elected to use a wall graft device instead of the contralateral pant leg given the fact that it could be placed via an 11 french delivery system. A 14mm x 7cm wall graft was positioned in the high gate area and deployed into the left common iliac artery. A kissing balloon technique was used beginning at the gate and working caudad to maximally dilate the portion of the stenotic terminal aorta. Completion angiograms showed no evidence of an endoleak. The physician stated that the left hypogastric artery was occluded likely due to the multiple manipulations of the 16 french sheath and attempts of passing it into the contralateral pant leg. The right hypogastric artery was open. The proximal and distal anchoring points were adequate with no endoleaks and the physician elected to discontinue the procedure. Guide wires and sheaths were removed. Due to the plaque in the left common femoral artery and a dissection, the physician elected to close the artery using a vein patch angioplasty. Antegrade flow was established down the legs. The pt had palpable pulses in the graft with good doppler signals, and the groins were closed accordingly. The physician stated that the pt tolerated the procedure remarkably well given the length and severity of the case. It was reported that the case was approx 7 to 7.5 hours long. The pt experienced an ischemic bowel and acute renal failure. The pt developed pulseless electrical activity. Prolonged cardiopulmonary resuscitation was performed. The pt died secondary to a cardiac arrest.